Event description:
Patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction. The patient's certified diabetes educator reported that the patient had removed the pump for an extended period the day prior to the hospitalization and therefore received less insulin than he required. The patient has continued to use the pump with no reported subsequent events.